Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event is not confirmed. No product was returned; therefore, visual and dimensional evaluations could not be performed. Pictures received of the articular surface do not indicate any other deformities outside of normal operation, but dove tail. Dove tail looks compressed on one side. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search were not performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.